Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s mother reported that on (B)(6) 2021, the user suddenly stopped perceiving the sound properly using the device. Re-implantation is recommended.

Event description:
The user_s mother reported that on (B)(6) 2021, the user suddenly stopped perceiving the sound properly using the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, 2 channels were found extra-cochlear at explantation. The problems given in the recipient report appear to match the damage found. This is a final report.